Event description:
It was reported that pump vibration alerts did not work even though sound and vibration settings were turned on. There was no reported impact to the customer¿s blood glucose level. Customer followed technical support instructions to test vibration using an incomplete bolus alert, confirmed that vibration still did not occur, and was provided a replacement pump while continuing insulin delivery with current pump until replacement arrival; customer was instructed on storage mode, transfer of pump settings, cgm reconnection, and return of problematic pump using prepaid label.